Event description:
Hcp reported an infection. An MRI was performed to check for infection at the incision site and to see if and how far it has traveled. The patient went for exploratory surgery. The hcp was considering explant of the device and the plan for treatment of the infection. The pump was delivering dilaudid. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8711 lot# j0056615r implanted: (B)(6) 2001 explanted: unk. (B)(4).